Event description:
Account alleged that the head section will not raise intermittently.

Manufacturer narrative:
Account stated the bed is in use and it may be some time before the bed is out of use for work to be performed on the bed. Account will call back, if needed. Repair unk, hill-rom attempted to contact the account for resolution and was unsuccessful. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.